Manufacturer narrative:
(B)(4): damaged firing trigger teeth. Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specification. A batch record review was performed an no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure, the device misfired. They used a second device to complete the case with no pt consequence reported.